Manufacturer narrative:
The reported failure was confirmed through investigational analysis. Visual inspection revealed the bond between the main body tubing and distal tip has separated. The tip rotates freely when the end of the shaft is held in place. Dried body fluid was found on the handle, main body tubing, and distal end. Dried saline was noted on the distal end and inside several irrigation ports. Electrical tests revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The failed bond between the distal tip and main shaft tubing allowed fluid to enter the distal end cavity, which caused electrical shorting of the magnetic sensor.

Event description:
Reportable based on device analysis completed on december 09, 2019. It was reported that loss of tracking occurred. During a right atrial flutter ablation procedure with a intellanav mifi oi catheter a loss of tracking error was observed. The signal station was rebooted, which did not clear the error. The procedure was completed successfully with another boston scientific catheter. No patient complications were reported and the patient's current condition is fine. However, returned device analysis revealed a failed bond between the distal tip and main shaft tubing allowed fluid to enter the distal end cavity which caused electrical shorting of the magnetic sensor.